Event description:
The customer alleged that she had splashing of cidex activated solution into the eye after opening a new bottle for manual reprocessing of the scope. She stated she had performed first aid immediately after by rinsing her affected eye for 15 minutes with water. The customer reported that she was not wearing personal protective equipment. Attempts were made to contact the customer for more information, however, the phone number and email provided did not work.

Manufacturer narrative:
Irritated eyes, contact.